Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with corroded electronic assemblies, corroded battery tube, missing display window or cover, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed self test however, received pump error 37 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify frozen screen and back light anomaly due to pump error 37. Device tested outside the insulin pump and received pump error 37 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error alarm. The customer was not able to clear the alarm and rewind the insulin pump. They also reported that the screen back light was dark and wanted to get it brighter. The customer adjusted the settings to 5 but it went to dark again even when the setting was at 5. The customer also reported that the time on the insulin pump was not advancing and had a frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.